Event description:
A pt reported blood glucose results of 148 mg/dl with a lifescan meter and 110 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt's family member was unable to perform a control solution test. Meter and test strips was replaced.